Manufacturer narrative:
Continuation of product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2021 explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2021 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 12-oct-2025, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 12-oct-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Rep reports he is seeing the patient in clinic today and when he interrogated the ins and ran an impedance check, the patient is getting high impedances. Rep reports the patient stated they fell in january and that is when they began to notice a change in stimulation which led them to meet in the clinic today for a re-programming session. Patient reported to rep that she is able to still get coverage, but not exactly where she needs it. Rep states upon a connectivity check, he is seeing electrodes 12-15 are not connected with electrodes 12, 13 and 15 that have high impedances. Electrode 9 is green, but at 40,000 ohms (however it is unclear at the time of call what reference electrode is being used). When using electrode 9 as a reference, rep is seeing the following impedances: 8: 1530 ohms, 10: 1440 ohms 11: 1580, 14 is green and 2350. Repreports he plans to use electrodes 8-10 and program around the higher impedances. Ts reviewed reference electrodes and programming around higher impedances.